Event description:
Severe stabbing pain while walking or ¿especially¿ during intercourse just a normal to daily activities cause severe pain in the lower right pelvic area, constipation, no prolonged standing usage due to severe back pain. FDA safety report ID # (B)(4).